Event description:
In 2009, the sales representative reported that the surgeon was tapping in the implant when it cracked in two pieces. Additional information received via telephone on 06/01/2009, the sales representative reported that during surgery the surgeon was inserting the cage and when he hit the cage the second time with the mallet, the surgeon heard a crack sound. When the surgeon pulled out the inserter only half of the cage was attached and the other piece was in the disc space. The surgeon was able to retrieve the pieces from the wound. The surgeon then implanted another one into the disc space. There was no surgical delay.

Manufacturer narrative:
Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending.